Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.(B)(4). Pr (B)(4) follow-up emdr for device evaluation: two photo samples were provided to our quality team for investigation. Upon visual inspection of the photos, the drainage line observed to be disconnected from the spike of the bottle. The second picture shows a pleurx bottle filled with bloody fluid; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001390660 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
On (B)(6)2022 the patient connected the pleurx vacuum bottle 1000ml to pleurx catheter to drain fluid at home. The bottle had lost its pressure due to poor sealing of the top of the drainage bottle. After collecting about 500ml of fluid in 15hr, there were no pressure detected. It was found that the tube at the top of the bottle was loose and detached from the bottle. A new bottle was replaced to continue draining and there were fluid draining out.